Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage was noted. The lesion was chronic total occlusion in the right coronary artery. The physician successfully crossed a wire and post dilated the lesion. Then he took the 2.75 x 24 mm taxus liberte drug eluting stent and tried to stent the lesion, however, the stent didn't cross the lesion. The physician tried to push the stent with extra force and the stent still did not cross the lesion. He then took the entire stent system out of the pt and upon examination noticed that the struts of the stent at the proximal end were slightly lifted. He then took another taxus liberte drug eluting stent and completed the procedure. The pt's status is stable with no complications reported.